Event description:
It was reported that customer had high blood glucose and ketones. Caller states that insulin pump was removed and customer was treated with manual injections. Caller states that her calculation and bolus wizard calculations varied. Caller states it was found that sensitivity settings were off and bolus settings were set for 7:00 p.m instead of 7:00 a.m. Caller made adjustments. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.